Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and was treated with injection fortam intraperitoneally and injection reflin intraperitoneally (1 gram, frequencies not reported). The patient outcome was unknown. Action taken with peritoneal dialysis therapy was not reported. No additional information is available.